Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 40 minutes of starting the dialysis treatment with polyflux 140h, the patient experienced upper abdominal pain, nausea, and vomiting. The blood pressure reading was 88/60 mm hg. It was reported that the physician advised to "reduce the flow, low temperature and high sodium, reduce the replacement volume". Additionally, the patient was given 50% glucose (20 ml intravenously) and dexamethasone sodium phosphate (05 mg intravenously) as treatment. It was also reported that 10 minutes later, reported as "after treatment", the blood pressure increased and the patient's symptoms were relieved. No additional information is available.